Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance was noted on the atrial lead. Diagnostic imaging was performed, and serration of the distal portion of the lead was suspected. The patient was stable with no adverse consequences and will continue to be monitored.